Event description:
It was reported that the patient was implanted an unknown durom acetabular component on the left side on an unknown date in (B)(6) 2008 and is being monitored due to pain.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient has not been revised and is currently being monitored. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available, and/ or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, and amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).